Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error #319, #32101, #1125. Fse replaced universal surgical manipulator (usm) 2, replaced distal set up joint (suj) on usm 2 , replaced distal suj on usm 3, replaced proximal suj on usm 3. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the products are evaluated and/ or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they encountered a related error #26002, followed by error #319 requesting to disable universal surgical manipulator (usm) #2. Customer attempted to hard power cycle the system two times, but issue persisted. Surgeon elected to disable usm2 and complete the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site disabled arm two because they were unable to resolve the faults. The procedure was completed with three arms.

Manufacturer narrative:
The inner proximal set up joint (suj) was analyzed and found an error 319. The error was replicated and confirmed on the system. The unit was installed on the testing platform and the unit failed the node check. A golden axes controller setup (acu) was installed, and the unit was retested. The suj passed all tests with the golden acu. Then the original acu was instilled, and the unit failed node check a second time. The inner distal suj was analyzed and found to have an error 26002. The error was confirmed via logs. The unit was installed on the testing platform and the unit failed node check. Further investigation revealed that the setup fru lower (sfl) printed circuit assembly (pca) pins were broken off the unit. A golden sfl was installed, and the unit was retested. The unit passed all test with the golden sfl. The universal surgical manipulator (usm) was analyzed and found to have multiple errors 319, 32101, 32096 and 1125. The issues were confirmed via complaint details and logs. Issues were also replicated in-house. The unit was tested on an in-house system in normal mode where a 319 error was triggered. The unit was also tested on a pftp where the check all boards test failed with a 32101 error. Aba testing was performed on the rolling loop flat flex cable (ffc) and ffc 1 was found to be faulty. A golden ffc was installed, and the unit was able to pass testing. The complaint was confirmed by failure analysis. A second inner distal suj was analyzed and found to have multiple errors 319, 1125, 32096 and 32101. The error was confirmed in the field via logs and was replicated in house. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.